Event description:
A surgeon reported that following insertion of an intraocular lens (iol). It was noted that the haptic was twisted. The surgeon attempted to eliminate the twist, but was not successful. On the first postoperative day, the haptic was noted to still be twisted, so the lens was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned submerged in clear solution. The haptics are undamaged. The optic edge is scraped. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. We are unable to verify the reported "twisting of the haptic when the iol was inserted" due to the returned state of the lens. The haptics did not exhibit a twisted position upon return, and no haptic damage was present. In addition, a dimensional inspection was conducted and the lens met specifications per the approved template. Optic edge damage was observed. While we are unable to determine the exact origin of the optic damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).